Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 646510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section and vaginal discharge. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), headache ("headaches"), migraine ("migraine"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, pelvic pain, nausea, headache, migraine, menorrhagia, vaginal haemorrhage and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date: earlier mentioned as on (B)(6) 2008 and in current follow up mentioned as on (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy") in an adult female patient who had essure (batch no. 646510) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cesarean section and vaginal discharge. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced nausea ("nausea"), headache ("headaches"), migraine ("migraine"), menorrhagia ("menorrhagia") and vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device, pelvic pain, nausea, headache, migraine, menorrhagia, vaginal haemorrhage and abdominal pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in insertion date: earlier mentioned as (B)(6) 2008 and in current follow up mentioned as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet and medical record received: reporters, historical conditions and events abnormal bleeding (vaginal, menorrhagia), migraines / headaches, nausea, abdominal pain) were added. Product indication and d.o.b added. Lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (essure removal). Essure was removed in 2009. At the time of the report, the genital haemorrhage, pregnancy with contraceptive device and pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered genital haemorrhage, pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.